Manufacturer narrative:
The reported event of premature discharge of battery, and longevity anomaly were not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level and programmed to high settings. Review of the device image indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation at various pulse amplitudes measured current level within normal range and no indication of premature depletion noted. Longevity assessment was performed based on field settings and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for follow up. The clinician believed that rapid premature battery depletion of the pulse generator occurred after it was programmed to high output. The patient was scheduled for explant and the generator was replaced. The patient was stable.